Event description:
The customer reported that their device would continually give a "motion detected" message during testing. This occurred when the therapy cable assembly was connected to a patient simulator. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy cable assembly and then observed proper device operation through functional and performance testing. The device was then returned to the customer for use.